Event description:
A malfunction with the pump, identified by code malf 13, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.